Event description:
On 7/12/85 an aus device was implanted. The cuff was removed date not indicated. On 7/28/97 pt reported he wanted a new aus device. Pt had a heart condition and was unable to be reimplanted at the time of his cuff removal.